Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon could not insert exact length of screw and inserted a shorter screw because the surgeon did not know to add to the real measurement. Depth gauge for screws ø 4.5 to 6.5 mm could not used because the depth was shorter than 14mm so a depth gauge ø 2.7 to 4.0mm was used instead this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device history record review reported on initial report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part and lot number for the complained combination reported are incorrect: the correct part number is one of the following: 319.100.500 lot 2142730; 319.100 lot 2151627 or lot 2157884. Device is an instrument and is not implanted/explanted. The device history review reported is for both parts and lots listed above: no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.